Event description:
It was reported that the cardiac index was approx 1.5. The doctor thought that this value was incorrect. The dr measured the cardiac index with another catheter, but the same value was observed. No pt complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.